Manufacturer narrative:
Investigation results completed on a medfusion 3500 pump. Device arrived with damage to both right and left corners where top case chipped and cracked. Bottom case broken off under the battery compartment housing. Event log revealed alarm. When testing was done. The event was verified and duplicated. The isolated cause was the c9 capacitor on the interconnect pcb board broken off. The event is believed to be caused by customer impact. For preventative action, the speaker was replaced. Repair summary: replaced: cracked left and right plunger case, cracked top case and bottom case, upgraded power receptacle, speaker, worn worm coupling and gear, motor, worn square shaft, added missing cable guard, interconnect board (c9). Cleaned, greased and recalibrated. Device went on to pass all delivery testing.

Event description:
Information received a smiths medical medfusion 3500 pump primary auto alarm post. No patient involvement.